Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a manufacturer representative indicated that based on the x-rays the leads should have been coming out of the header block to the left in a counterclockwise orientation. The patient was being seen by a manufacturer representative on (B)(6) 2016 and they were still getting poor coupling. Based on the previous x-rays it was found that the patient had developed a seroma. They used the antenna locate feature and got a range from 0 to 56 but the middle number was jumping around with the antenna staying still and taped to the patient. They were able to feel all the borders of the implantable neurostimulator (ins) and it may have been slightly tilted. The ins was not loose in the pocket. The doctor thought the issues were due to the patient having a seroma.

Event description:
Additional information received from the consumer via the manufacturer's representative (rep) reported she had just talked to the patient. It was noted the patient had received an antenna and was now fully charged and receiving effective therapy. The patient was very happy. The patient's issues were resolved and the patient was receiving appropriate therapy.

Manufacturer narrative:
(B)(4).

Event description:
A manufacturer representative reported that the patient was getting 4 to 6 coupling bars post implant but the patient had a fall and after the fall could not get any coupling bars. The fall was a couple of days after implant. They tried a different recharger but the coupling issues did not resolve. It was noted that the implantable neurostimulator (ins) was not too tilted and it was not too deep. An x-ray was taken in the anterior-posterior view. It was reviewed that the leads should be coming out of the header block to left, clockwise and the leads in the x-ray were going towards the hip. There were no patient symptoms reported. No serial number, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.